Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery of the left leg. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a charger balloon of the same size. There were no patient complications reported. It was further reported that the balloon ruptured during initial inflation at 10 atmospheres.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a hole in the balloon material located 11mm from the tip. Inspection of the rest of the device found no other damage or defects. The reported balloon rupture was confirmed. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 14atm. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery of the left leg. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a charger balloon of the same size. There were no patient complications reported. It was further reported that he balloon ruptured during initial inflation at 10 atmospheres.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery of the left leg. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a charger balloon of the same size. There were no patient complications reported.